Event description:
It was reported that the left ventricular (lv) lead had no capture. The ventricular sense response pacing was programmed off so that lv pacing would no longer occur. The lv lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693558 lead, implanted: (B)(6) 2012. A 407652 lead, implanted: (B)(6) 2012. (B)(4).